Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a broken reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was over 400 mg/dl. Customer was not sure if insulin pump received a motor position encoder error alarm. It was reported that insulin pump may have been exposed to xray due to hospitalization for back problems. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.